Manufacturer narrative:
The patient ID, age, gender and weight are unknown. However, patient is (B)(6). (B)(4). A visual examination of the returned device found that the jaws were misaligned at the closed position and one jaw was bent. Functionally, the device jaws opened, but failed to close properly due to the misalignment. No abnormalities were noted to the device riveting or welding; both were within specification. The condition of the returned incident device was consistent with the complaint; jaws misaligned. However, the evaluation found that one jaw was bent which generated misalignment. The most probable cause is operational context as anatomical/procedural factors were likely encountered which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, as the forceps was advanced down the scope, resistance was encountered. The physician then removed the device and actuated several times without issue. The forceps was then used to obtain several biopsies from the patient's stomach to complete the case. However, while taking a biopsy, the jaws were found to be misaligned. The nurse confirmed that the jaws were closed prior to handing the device to the physician at the beginning of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; jaw bent.